Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator had exhibited non-sustained right ventricular oversensing due to post-paced t-wave oversensing. There was no inappropriate therapy due to the oversensing. There were no patient consequences reported, and the patient will continue to be monitored.

Event description:
Additional information - it was reported that on (B)(6) 2020, additional oversensing of post-paced t-waves was seen on the implantable cardioverter defibrillator. Programming changes were made on (B)(6) 2021 to address the issue. The patient was asymptomatic to the event.